Event description:
Nurse giving vaccine, when injecting the patient and pushing the plunger, the syringe was cracked, and the medication shot out of the lure lock and not into the patient. This occurrence has happened multiple times with our current needles with different nurses. The needles crack the syringe when screwed onto the syringe. Product not available as it was disposed. Nurse did retrieve unopened syringes if needed.